Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient feels that they aren't emptying their bladder all the way. No device issue and no further patient complications have been reported as a result of this event.